Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages/ check therapy pad messages/damaged monitor case) has been confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The cause of the messages was the damaged wires. The root cause for the damaged connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor's belt connector was damaged and that the monitor was producing adjust belt/check belt messages and check therapy pad messages.